Manufacturer narrative:
The central processing unit (cpu) was returned for evaluation. The cpu was tested and passed all tests. No product deficiency found.

Event description:
Customer reported that the unit went ventilator inoperative with error code message of watchdog test failed. The customer reported there was no patient involvement.

Manufacturer narrative:
Updated.